Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Per e-mail notification, zoll customer support was notified that an (B)(6)old male patient was treated on (B)(6) 1935. Dual lead noise and artifact contributed to the false detection. The patient was treated during a sinus rhythm with noise and artifact at 03:51:56. The post-shock rhythm was a sinus rhythm with noise and artifact. It was reported that the patient was sleeping at the time of the event. The alarms woke him but he did not press the response buttons in time. The patient stated that he was worried something was wrong because recently the alarms had been happening more frequently, so he let the device treat him. The response buttons were pressed briefly after that treatment was delivered. The patient remained at home and continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no information to suggest that the patient sustained a serious injury. The patient remained at home and continued use of the lifevest. Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a patient. H4: device manufacture date: monitor sn (B)(4): reuse. Electrode belt sn (B)(4): 09/2013 - initial use. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.